Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had trouble with the insulin pump. They performed troubleshooting themselves by rewinding the device each time a motor error alarm would appear. However, the customer stated that the motor error alarm was recurring. The customer¿s blood glucose level was 140 mg/dl. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
No rewind anomaly or motor error alarm was noted during testing. The device passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address label and stained serial number label.